Manufacturer narrative:
Bsc ID: (B)(4).

Event description:
It was further reported that the a left atrial appendage (laa) closure procedure was performed in dublin in early (B)(6) 2017. They have had two transoesophageal echocardiogram (toe) which showed that the closure device was in place.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the a left atrial appendage (laa) closure procedure was performed in (B)(6) in early (B)(6) 2017. They have had two transoesophageal echocardiogram (toe) which showed that the closure device was in place.

Manufacturer narrative:
The complaint device was not received for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient experienced a stroke post procedure. This was reported via (B)(6): six months ago, a watchman ® laa closure device was successfully implanted during a left atrial appendage closure procedure. However, two weeks ago, the patient experienced a stroke.